Event description:
While doing a renal biopsy with dr injected a needle to get a biopsy in the kidney and when she pulled out the needle, we noticed that it was broken. When they saw the needle tip was damaged from the sheath, the grasping portion of the biopsy needle was not deployed. They opened a new biopsy needle and used that to complete the case.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned products, and it was found that the pincer was flattened and bent and the tri-tips were slightly bent out of shape, preventing the device from properly obtaining a sample, hence the complaint is confirmed. There are stringent computer and photographic inspections that ensure the cannula tri-tips are not deformed during the manufacturing process. The tri-tip damage was likely caused by the device striking a hard external surface or a hard object such as a bone or possibly getting caught on some human tissue and pulling back. Since the most likely cause for the damaged needles is not related to a manufacturing issue, no corrective action can be implemented at this time. Additional information provided in h.3., h.6. And h.11.